Event description:
Summary: in 2002, rhbmp-2 and an absorbable collagen sponge carrier (infuse bone graft, medtronic sofamor danek, memphis, tn) was approved by the food and drug administration as an iliac crest bone graft (icbg) replacement for use in conjunction with lordotic tapered cages (lt cages, medtronic sofamor danek, memphis, tn) in anterior lumbar interbody fusion. Since that time, rhbmp-2/acs has been used extensively, but the primary application has been an ¿off-label¿ use in posterolateral spinal fusion or transforaminal lumbar interbody fusion. One hundred six patients were enrolled in a prospective randomized trial of rhbmp-2/acs versus icbg for lumbar spine fusion in patients over 60 years old. The study protocol was institutional review board approved and funded by norton healthcare. Single or multilevel decompression and instrumented fusion procedures were performed by 1 of 5 spine surgeons as part of an orthopedic/neurosurgical team. Other than the requirement for rhbmp-2/acs, prepared according to the package labeling instructions, or icbg harvest, fusion was performed according to the surgeons¿ similar standard clinical practice. None of the patients had an interbody fusion. The same screw/rod implant system was used in all cases. Bone graft extenders were used, at the surgeon¿s discretion, in both treatment groups. All patients were managed by a uniform preoperative and postoperative protocol including patient-based outcome questionnaires, medical consultation, standard physical therapy regimen, and physiatry assessment. Preoperative demographic data, comorbidity profile, and baseline health status measures were collected. Diagnosis was classified as disc pathology, spondylolisthesis, stenosis, deformity, instability, post decompression revision, or adjacent level fusion. Perioperative clinical parameters including operating room time, estimated blood loss, hospital length of stay, and complications were recorded. Of the 106 patients initially entered into the study protocol, 2-year follow-up data were available in 100 patients. Four patients excluded in the perioperative period were 1 perioperative death, 1 patient in whom the surgical procedure was carried beyond the l1-s1 inclusion parameter, 1 patient in whom a fusion was not performed, and 1 patient who changed physicians and refused postoperative follow-up. Two of the excluded patients came form each of the study arms. One patient in the icbg group was treated using rhbmp-2/acs rather than icbg because of intraoperative anesthetic concerns. The patient was subsequently followed as part of the icbg group in an ¿intent to treat¿ analysis. Two additional patients (1 rh- bmp-2/acs/1 icbg) died during the 2-year follow-up period. Of the 102 patients followed over the 2-year postoperative interval, 50 received rhbmp-2/acs and 52 underwent icbg harvest. The rhbmp- 2/acs group included 15 men and 35 women with a mean age of 69.2 5.5 years. The icbg group comprised 17 men and 35 women with a mean age of 69.9 5.8 years. There were 11 smokers in the rhbmp-2/acs group and 9 smokers in the icbg group. Reported events: complications in the rhbmp-2/acs group were noted in 8 of 50 patients (16%). Complications in the rhbmp-2/acs group were cardiac (1), wound infection (1), line-related sepsis (1), gastrointestinal (2), urinary tract infection (1), broken toe (1), and shingles (1). In the rhbmp-2/acs group, 1 patient was treated surgically for a wound infection and 1 patient underwent proximal extension of their fusion for an adjacent level compression fracture. Between 1 and 2 years after surgery, additional surgery was necessary for 2 rhbmp-2/acs patients revision for nonunion were required in 1 rhbmp-2/acs patient.

Manufacturer narrative:
Steven d. Glassman, md, leah y. Carreon, md, msc, mladen djurasovic, md, mitchell j. Campbell, md, rolando m. Puno, md, john r. Johnson, md, and john r. Dimar, md. Rhbmp-2 versus iliac crest bone graft for lumbar spine fusion. A randomized, controlled trial in patients over sixty years of age. Spine 2008 volume 33, number 26, pp 2843¿2849. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.